Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. The single complaint was reported with multiple events through a journal article. No specific patient information regarding events has been provided and it is unknown if the events have been previously reported. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon devices mentioned in this article caused/contributed to the reported events in the article?

Event description:
It was reported in journal article title : cost and effectiveness of lung lobectomy by video-assisted thoracic surgery for lung cancer. Author: juan j. Mafé, beatriz planelles, santos asensio, jorge cerezal, maría-del-mar inda, javier lacueva, maria-dolores esteban, luis hernández, concepción martín, benno baschwitz, ana m. Peiró. Citation: j thorac dis. 2017; 9(8): 2534-2543. Doi: http://dx.doi.org/10.21037/jtd.2017.07.51. Video-assisted thoracic surgery (vats) emerged as a minimally invasive surgery for diseases in the field of thoracic surgery. The authors reviewed their experience on thoracoscopic lobectomy for early lung cancer and evaluated health system use. A total of 117 patients underwent lung resection by vats (42 patients; age: 63 ± 9 years; 57% male patients) or open surgery (75 patients; age: 61 ± 11 years; 73% male patients). During the surgical procedure in the vats group, all structures to be resected were stapled with two types of linear machines. One of which is the echelon flex 60 powered endopath stapler (ethicon). In the open thoracotomy group, the vascular and bronchial structures were individually dissected and divided using vascular, linear 60, or 100 mm stapler for fissures and ta 60 mm stapler (ethicon) for bronchus. In the vats procedure group, reported complications included emphysema (n-1) which required readmission, pleural invasion (n-1) which required readmission, persistent air leak (n-2), subcutaneous emphysema (n-3), surgical wound infection (n-1), lobar atelectasis (n-2), and pleural space (n-1) which require new drainage. In the open group, reported complications included lung abscess (n-1) which required readmission, persistent air leak (n-6), subcutaneous emphysema (n-1), surgical wound infection (n-4), bleeding (n-6) which required transfusion in 4 patients and re-operation in 2 patients, pleural effusion (n-4) which required new drainage, lobar atelectasis (n-2), residual space (n-2), respiratory distress (n-2), and post-operative pleural emphysema (n-1). As it is well known, vats lobectomy has been accepted as one of the surgical therapeutic methods for lung cancer resection by the national comprehensive cancer network (nccn), clinical practice guidelines in oncology mainly because presents a tendency of less damage to respiratory function, in the same way in early tumor stages, less complications being the cost of this technique lower. The authors provided evidence that vats is a safe and feasible technique and, when compared to open, it was potentially more cost-effective at short term (1 year) within the common wtp levels from payer¿s perspective in spain.